Event description:
Based on the information provided at this time, the customer reported that there was a center dot artifact on a patients image. A philips quality analyst (pqa) confirmed that there was no harm to a patient, operator or bystander. A philips field service engineer (fse) alleged that the center dot artifact appeared like a tumor on the image from a head CT scan; however, the radiologist recognized the artifact. The radiologist was able to confirm it was an artifact and not a tumor by checking different images of the same examination. As a result of the artifact, the customer took the system out of use. The fse evaluated the system and determined that the x-ray tube had failed and replaced the x-ray tube to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
On (B)(6) 2015, the customer (B)(6), reported to a field service engineer (fse) that a center dot artifact appeared on patient images which looked like a tumor. No rescan was required. There was no delay in treatment. There was no misdiagnosis alleged. The radiologist was able to confirm it was only an artifact and not a tumor by comparing different images from the same examination. As a result of the artifact, the customer took the system out of use. Further evaluation by a philips quality analyst (pqa) confirmed that there was no harm to a patient, operator or bystander. Further investigation by a philips field service engineer (fse) found that the center dot artifact appeared like a tumor on the image from a head CT scan, however the radiologist recognized the center dot artifact. The fse then evaluated the system and determined that the x-ray tube on the system was failing. To resolve the issue the fse replaced the x-ray tube. CT engineering evaluated the issue and found the risk to be acceptable. There are daily and monthly image quality checks regarding millimeters per pixel of CT number and standard deviations by operator in instruction for use. CT engineering was unable to determine the cause of the event due to the lack of bug report and log files. However the issue was resolved by replacing the x-ray tube.

Event description:
Based on the information provided at this time, the customer reported that there was a center dot artifact on a patients image. A philips quality analyst (pqa) confirmed that there was no harm to a patient, operator or bystander. A philips field service engineer (fse) alleged that the center dot artifact appeared like a tumor on the image from a head CT scan; however, the radiologist recognized the artifact. The radiologist was able to confirm it was an artifact and not a tumor by checking different images of the same examination. As a result of the artifact, the customer took the system out of use. The fse evaluated the system and determined that the x-ray tube had failed and replaced the x-ray tube to resolve the issue.